Manufacturer narrative:
Section a3b, a4, a5 and a6: unknown, as information was requested but not provided. Section b3 - date of event: exact date not provided. Best estimate is between implantation ((B)(6) 2024)) and the explant of the lens ((B)(6) 2024)). Section e1 - email address: unknown, as information was requested but not provided section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the preloaded multifocal intraocular lens (iol) was implanted, the intended post-operative refraction was not achieved. The iol was explanted and a replacement lens was implanted. Through follow-up, we learned that the patient did not experience any injuries or complications during the procedure. Account indicated that the patient presents a good visual acuity with the implanted iol. No further information was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: december 10, 2024 section h3 - device evaluated by manufacturer? Yes device evaluation: the lens was inspected under magnification. The complaint device was received cut in half. The lens halves were cleaned and presented with no further issues. The complaint issues were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction were identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.